Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient programmer (ptm) code 8286: empty reservoir. The patient was due for a refill, refill was missed. Patient missed refill on (B)(6). No symptom was reported. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that patient pump was filled on (B)(6). The issue had since been resolved. No further complications were reported.